Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion). It was also reported there was no patient injury. Pump was set up to deliver 100ml in 30mins and rn stated that the device infused the 100ml in 16 mins. The patient was connected and receiving an infusion of "ceftriaxone/rocefifhin". The biomed stated that there was no patient harm. Biomed stated that he tested the device a total of 3 times. He stated he tested per the manual and set the device up with the same parameters as the alleged incident and the device passed all accuracy checks.

Manufacturer narrative:
The device was received and evaluated. The shr review was completed and revealed no findings that could have contributed to the current complaint. Additionally, the review of the shr did not reveal any evidence of nonconforming product, see attached. An ehl was not performed due to the reported problem being a failure without logical activities or recorded events (e.g., keystrokes, alarms, failures, etc.) That would confirm the problem or identify the direct cause of the event. Because the symptom was not confirmed, there is no hazardous situation associated with this complaint. Evaluation was unable to observe the reported symptom ¿over infusion. If any further information is reported or identified a supplemental report will be submitted.